Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had been running to the bathroom and they did not have any control. The patient thought the therapy was off. The patient either had an MRI or a CT scan but did not remember which, but it was not related to the implant. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.